Event description:
Initial result for a pt glucose was 286 mg/dl. When repeated, the result was 93 mg/dl. The incorrect result was not used to guide therapy. The field service rep. Found the instrument required decontamination and repaired the instrument by performing a decontamination.